Event description:
Reporter alleged one-half of the test strip icon that is part of the advantage system blood glucose monitoring device was missing. Reporter stated the system currently has no power and he purchased a new meter. No other actions were reported taken or treatment was received. A request was made for the return of the suspect device and replacement product was sent.